Event description:
It was reported that the patient presented with shortness of breath and the device was found to be at elective replacement indicator (eri) vvi 65 bpm, and a battery voltage reading was unable to be obtained. It was also reported that the patient is pacer dependent and was therefore admitted to the hospital. Therefore the device was reset. Following the device reset, it was noted that the battery voltage was "not available" per the programmer. It was later determined that a device measurement lock-up had occurred. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis revealed a measurement system lock-up issue.